Manufacturer narrative:
Block h6: patient code e2401 captures the reportable event of an unspecified personal injury. Impact code f12 has been used in the light of the patient seeking legal recourse for an unspecified personal injury related to the device.

Event description:
It was reported that an upsylon y mesh was implanted into the patient during a procedure performed on (B)(6) 2019. As reported by the patient's attorney, the patient has experienced an unspecified injury. Additional details regarding this event were not provided. This report is one of two complaints that pertain to the same event (MFR report # 2124215-2024-43324 and MFR. Report # 2124215-2024-44172).